Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab (pal) received the device for evaluation. The investigation completed on 5/8/2019. The device was visually inspected and the shaft was found damaged with metal exposed. Deflection testing was performed and the catheter failed. A failure analysis was performed and the catheter was dissected on the handle area. The puller wire was found detached from the brass ferrule causing a deflection issue. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint was confirmed. This issue was previously investigated. Improvements have been implemented to reduce bad crimp issues. This issue is highly detectable by the physician. The root cause of the damage on shaft cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures, it could be related to the handling of the device however, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation catheter and the biosense webster inc. (Bwi) product analysis lab (pal) found a damaged shaft with exposed metal. Initially it was reported that prior to catheter use, when digression was checked, a deflection issue occurred. The catheter could not deflect as intended toward d curve. After two catheter replacements, the issue was resolved with the third catheter. No adverse patient consequences were reported. The deflection issue has been assessed as not MDR reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. The bwi pal received the device for evaluation on 4/15/2019. Upon initial inspection, no visual damage or anomalies observed. Further testing was performed. On 4/17/2019, during a second visual inspection, the bwi pal found damage on the shaft with exposed metal. The observed damage shaft with exposed metal has been assessed as MDR reportable as device integrity was compromised. The awareness date has been reset to 4/17/19.